Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited pacing impedance measurements of less than 200 ohms on both the atrial and ventricular channels. The device would not pace the ventricle, and the atrial pacing threshold was one volt higher than with the pacing system analyzer (psa). The chronic leads were explanted and replaced due to noise on the electrograms. Insulation damage was noted on both leads upon explant. The new leads produced acceptable measurements with the psa and with a new guidant ICD. The original device was explanted and replaced, and was returned to guidant for analysis.